Manufacturer narrative:
It was reported to abbott, a patient had a electric feeling run from his ipg down his right leg to foot. He stated he jolted his right leg. Impedance checks were within normal limits. The rep ran stim and changed electrode configuration and the patient had stimulation at the site of the ipg. X-rays were ordered. Stimulation was turned off until x-rays were reviewed. X-rays did not show any lead migration. The rep saw the patient again and reported paresthesia was not occurring at pocket site and the rep was able to switch stim back on without any further incidence of ¿shocks¿ to the rep¿s knowledge thus far. However, therapy wasn¿t as effective as it had been before. The patient was to follow up with their physician to discuss a plan. The ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive as the product was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that patient experienced ineffective therapy. Surgical intervention is pending to address the issue. The investigation was unable to determine the lead that was associated with the issue.

Manufacturer narrative:
Reporter phone number (B)(6). Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), lot: 5128328.

Event description:
Additional information received identified that patient underwent surgical intervention wherein, the leads were explanted and replaced. Effective therapy was restored post operatively.